Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance was low. Plans were made to replace the lead during the device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was suspected to have an insulation failure which may have occurred following an ablation procedure. The lead was explanted and replaced.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breached at 46.8 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.